Event description:
Reportedly, the pump delivered twice - gave pt a double dose of vancomycin. Pt is ok, no adverse effects. Did not keep tubing. Filed internal pir. The biomed tech ran the pump for three days and could not find a problem.

Manufacturer narrative:
Device will be returned. Eval results will be submitted when eval is completed.